Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing and full functional testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. The error log had been cleared prior to our evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.